Event description:
Information received notes that interrogation revealed an eri message with dashes (---) for the battery voltage and the magnet rate. Magnet response was vvi at 60 ppm. The measured battery current was 9 ua with <1 kohms impedance. After the eri message was cleared and the device was recali- brated, repeated readings still reported dashes for battery voltage and magnet rate. Device function was otherwise normal. The patient was not pacemaker dependent.